Event description:
This 63-yr-old male had a fractured femur in 9/93 with orif. Starting in 11/94, he had increased pain and swelling in effected leg; leg also gives way. His pre and postoperative diagnosis was rt femur fracture nonunion with failed hardware. During surgery, all screws were removed and the plates were removed. They were both broken through screw holes in the distal 1/3rd. The MFR of the devices is unknown to this reporting facility as the procedure was performed at another hosp.